Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.